Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after initial implant procedure, undersensing and loss of capture were noted on the right ventricular (rv) lead. Undersensing was also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.